Manufacturer narrative:
The electronic log file was available for investigation. The reported symptom could be reproduced by means of the recorded information. At 10:34 a.m. On (B)(6), the device detected an error related to the detection of the motor position within the ventilator assembly. The apollo reacted as specified for this situation by automatically switching to manual ventilation and generating a corresponding visible and audible ventilator fail alarm. The device has reportedly been repaired by replacement of the motor assembly, which is the appropriate measure related to this kind of failure. As despite repeated attempts the replaced parts could not be obtained in the course of the investigation, the root cause could not be determined exactly. However, considering the given information and the age of the motor (manufacturing date 2008), it was seen likely that an abraded collector disc was the root cause of the reported event. The failure rate regarding this kind of wear and tear effect is within the accepted range. In case the replaced hardware becomes available, the investigation will be resumed and another follow-up-report will be submitted in case this investigation reveals relevant new aspects.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation would intermittently stop working and the machine would alarm for 'vent fail'. There was no patient injury reported. A drager service technician was dispatched and was able to confirm the reported symptom. The technician reported that he replaced the s-box at the customer's request as a precautionary measure.